Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of occlusion is listed in the absolute pro ll instruction for use as a known adverse event. The investigation determined that the reported difficulties and patient effects were likely due to case circumstances. It is likely that the difficulty was due to interaction with the previously deployed stent preventing ideal stent deployment and expansion and contributing to the stent compressing/shortening during deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the iliac artery. A previously implanted, unspecified stent was present in the iliac artery and an attempt was made to implant the 6.0 x 120 mm absolute pro stent so that it overlapped the previously implanted stent. During deployment, the absolute pro stent suddenly collapsed and shortened. Additional balloon inflations were made to open the stent and an additional stent was implanted to treat the remaining lesion. No additional information was provided.